Event description:
The user facility reported that during a diagnostic colonoscopy, the image was completely lost. The procedure was successfully completed using a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image loss. The eval found that the distal end cover was cracked, and the bending section glue was peeling. The objective and light guide lenses were cracked, and the air/water nozzle was clogged. There were buckles and peeling found on the light guide tube. There was evidence of fluid invasion in both the electrical and endoscope connectors, and corrosion in the electrical connector that likely caused or contributed to the reported image difficulty. The device has been refurbished. As the device passed leak testing, user handling during reprocessing cannot be ruled out as a contributory factor. This report is being submitted as an MDR in an abundance of caution.